Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) tip fell off. The customer was able to retrieve the tip and complete the procedure. The customer stated this has been an ongoing issue. The procedure was completed with no reported injury. The monopolar curved scissors with mcs tip is intended to be used with the da vinci sp system for manipulating, cutting, and dissecting tissue, coagulating and transecting tissue using monopolar electrosurgical energy, and cutting suture. The mcs tip is also intended to provide electrical insulation over a section of the monopolar curved scissors instrument so that rf energy is only available at the scissor blades. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors with single-use mcs tip has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the instrument log for the mcs (part number 430004-54 / lot number u10211230-0030) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure on (B)(6) 2022 via system sp0097. The alleged instrument had 13 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the mcs tip fell off. It was unknown if there were any fragments that fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.